Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with a 300cc mentor memorygel breast implant on (B)(6) 2014, developed capsular contracture associated with left breast implant. It was also reported that the patient required left side biopsy (confirmed that it is not cancer) as result, the patient had undergone breast implants removal and replacement with a 175cc mentor memorygel breast implant on (B)(6) 2016.